Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that atrial lead showed noise episodes resulting in false positive automatic mode switching episodes. Additional information was requested but has yet to be provided. The patient was stable.

Event description:
During follow up, it was reported that atrial lead showed noise episodes resulting in false positive automatic mode switching episodes. The physician elected to monitor the patient at follow-up. The patient was in stable condition.